Event description:
It was reported that the device was used for a total gastrectomy. The device would not fire. The surgeon completed the case with another device. There was no consequence to the patient.